Manufacturer narrative:
The biomed called the MFR's technical support to order replacement part.

Event description:
It was reported that during the use of the device for a non-clinical activity (repair diagnosis), the user facility's fitting of valve 5. There was no pt involvement.